Manufacturer narrative:
The customer¿s report that the tubing had a hole and leaked while infusing was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted one small tear on the tubing above the check valve component. The tear was measured as approximately 0.01 inches in length. No other damages or anomalies were observed. Functional testing confirmed leaking from the tubing tear. The cause of the leak was due to the observed tear along the tubing. The root cause of the damage was not identified.

Event description:
It was reported that the tubing had a hole and leaked normal saline (ns). The (ns) splashed on the healthcare provider and/or on the patient. It was stated that no harm occurred because this is just saline. It was further confirmed during follow up that there was no delay in patient care, and that this event did not contribute to, or result in a serious adverse impact to either the patient or the caregiver.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing had a hole and leaked normal saline (ns). The ns splashed on the healthcare provider and/or on the patient. It was stated that no harm occurred because this is just saline. And this did not impact patient care.